Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on (B)(6) 2018 resulted in defect found: discoloration on returned strips. Returned test strips produced no response. After qc investigation the event was determined to be reportable. Final root cause: rc-003 - other root cause: discoloration due to improper storage. Excessive insertion and removal of strip from meter produced no response. Test strip UDI# (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer complaint of e-0 error code. E-0 error occurred upon insertion of test strip into meter port. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call. Test strip expiration date is 9/30/2019 and customer open test strips vial about 3 weeks ago. Customer performed a blood glucose test at the time of the call with a new vial of test strip and received and e-0 error cade. Explain to the customer that if the hematocrit result is below 20% or above 70%, this is a possible reason for the e-0 error message.